Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified brachial artery. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during second inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The device removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.